Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had problem with arrow button from 2 weeks. Customer's blood glucose level was 350 mg/dl. Customer stated insulin pump was not exposed to moisture. The insulin pump will not be returned for analysis.